Event description:
It was reported that while surgeon was busy inserting and locking the nail proximally the jig broke. The surgeon continued locking by hand and it caused a delay of about 10 minutes.

Event description:
It was reported that while surgeon was busy inserting and locking the nail proximally the jig broke. The surgeon continued locking by hand and it caused a delay of about 10 minutes.

Manufacturer narrative:
Evaluation summary: event description suggests the target device as primary product. No associated products were reported. Cic received confirmation from their kits department that the item was scrapped and sent for destruction. A review of the DHR was not possible due to missing product and lot code. As the target device was not returned a physical investigation could not be carried out. The reported event could not be verified. Thus a real root cause could not be determined. Most likely the target device was pre-damaged due to too hot sterilization process or aging due to long term usage. A more precise statement was not possible based on the given information. The IFU includes that the device shall be checked prior to every surgery. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damages and recommends removing of such damaged products. Device not returned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.